Manufacturer narrative:
Product complaint # (B)(4). Additional information: (B)(4). Additional information: did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing?yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Topical steroid were prescribed to patient to treat the allergic contact dermatitis, patient status/ outcome / consequences yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.) Patient experienced allergic contact dermatitis from use of dermabond prineo, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe. Topical steroids were prescribed to patient to treat the allergic contact dermatitis, is the patient part of a clinical study. Unknown, (B)(4). Device property of. None, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True additional information has been requested however not received to date. If further details are received at a later date a supplemental medwatch will be sent. Were topical steroids prescription strength? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Product not available for return.

Event description:
It was reported a patient underwent a total knee replacement on the left knee on an unknown date in 2022 and topical skin adhesive was used. Allergic contact dermatitis (acd) was noticed in patient that had second exposure to adhesive. Symptoms include redness and mild swelling of skin surround the wound. Adhesive was removed and patient was treated with topical steroids. Additional information has been requested.